Manufacturer narrative:
This report is related to MDR 3004939290-2023-03246. As reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) would not deploy on the first two units opened out of a new box. There was no injury to the patient. Additional information was requested but not provided. The devices were not returned for analysis. The product history record (phr) review of lot f2310701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failures could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This report is related to medwatch # 3004939290202303246. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) would not deploy on the first two units opened out of a new box. There was no injury to the patient. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.